Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nailing of a complex open segmental tibial fracture on (B)(6) 2015, the reamer head and flexible shaft broke. While the surgeon was reaming the tibia, the reamer head caught onto a screw in the canal that was used along with two plates and other screws to temporarily hold the fracture. The head torqued the reamer shaft, causing breakage of the shaft and reamer head. Multiple fragments were removed. A piece of metal fragment remains in the canal. There was a less than ten minute surgical delay. It was reported that the surgeon felt the device caught onto a screw that was too long and it torqued the head; it was not a device error. The procedure was successfully completed and the patient was reportedly fine. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The returned instruments were examined and the complaint condition was able to be confirmed as the flexible shaft was found to be broken at the shaft near the coupling and the reamer head was found to be broken. As the complaint condition notes contact with a screw while reaming, a root cause related to technique was determined. The flexible shaft (352.040) is utilized in operations when reaming is utilized and is noted in nine (9) technique guides including: titanium cannulated tibial nail, adolescent lateral entry femoral nail (alif) and reamer/irrigator/aspirator (ria). In use, a cutting head (starting with 8.5mm and moving up in 0.5mm increments) is attached to the distal end of the flexible shaft and inserted under power over a reaming rod. The returned instruments were examined and the complaint condition was able to be confirmed as the flexible shaft was found to be broken at the shaft near the coupling and the reamer head was found to be broken. The flexible shaft was returned in three (3) pieces with fragments unaccounted for. Additionally the reamer head was returned in two pieces with fragments remaining in the patient per the complaint description. As the complaint condition notes contact with a screw while reaming, a root cause related to technique was determined. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.